Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the biliary artery. A 10mmx40mm wallflex¿ biliary transhepatic stent was deployed to treat the lesion. However, post stent deployment, the stent slipped or glided requiring the implantation of another 10mmx40mm wallflex¿ biliary transhepatic stent to complete the procedure. No patient complications were reported.